Event description:
Patient in ICU needed crrt started for critical illness. Experienced, trained rn attempted setting up and priming crrt circuit/filter. She got an error message of pbp line clamped. She attempted to prime another filter and got the same message. She changed crrt machines (baxter prismaflex) with a 3rd filter and got same error. She tried our 3rd machine with another filter and got same error. Eventually five crrt filters were attempted to be primed. It wasn¿t until a different lot number was used that it worked. A lot of critical care equipment and many hours was spent trying to prime defective lot # crrt filters. The bad lot number is lot 2310103, of the prismaflex hf 1400 set. ICU rn called the baxter icon 1-800 help number for support. Biomed was also called to come it. The rn also had another experienced rn look at what she was doing and verified it was not user set up issue. Manufacturer response for dialyzer, high permeability with or without sealed dialysate system, prismaflex set (per site reporter).